Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges chair was smoking and caught fire.

Manufacturer narrative:
The device was returned and evaluated. There was no evidence of fire or risk of ignition on the returned device. The smoking of the unit was likely due to overheating of the right motor due to no maintenance and extreme abuse by the end-user.

Event description:
Dealer alleges chair was smoking and caught fire.